Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: market country: (B)(6). Complaint issue: air leakage over the connector was noted and the doctor found that air bubbles escaped from the connector in the water immersion test.

Manufacturer narrative:
This event has been reviewed and deemed a malfunction that is likely to lead to a serious adverse event. A ventilator tubing and the ett would not deliver the prescribed oxygen content. An intubated ventilator dependent patient would not be adequately ventilated if not receiving the prescribed ventilation. The patient would be at risk for falling o2 saturation and potential hemodynamic instability. (B)(4).